Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was last interrogated the day after implant. On recent interrogation, the device was found at end of life and in storage mode. Monitoring voltage was 2.18 volts with a charge time of 21 seconds. There was 638 ventricular fibrillation episodes and 621 episodes of diverted shocks recorded. A guidant technical services (ts) consultant recommended getting a save all to disk and also a memory dump and to send in the explanted device for analysis. No adverse patient symptoms were reported.